Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received with motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no excessive no delivery/occlusion alarm and failed battery alarm due to motor error alarm. Pump received with stripped battery cap coin slot.

Event description:
Information received by medtronic indicated that the battery cap area was cracked. Customer stated that the insulin pump had no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.